Manufacturer narrative:
This supplemental report is being filed to correct the b1: adverse event/product problem; b2: outcomes attrib to adv event; b5: describe event or problem; d6b: explant date; and h6: impact codes.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to have a battery remaining was 4 months. Additional information was received and indicated that the physician instructed to perform a scheduled replacement. This pacemaker was explanted and replaced with the same model. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to have a battery remaining was 4 months. Additional information was received and indicated that the physician instructed to perform a scheduled replacement. This pacemaker remains in service. No adverse patient effects were reported.